Manufacturer narrative:
H3, h6: we have now concluded our investigation into the reported complaint. The batch record was reviewed and it could be confirmed that the products had progressed through a satisfactory release process which involved testing the product against the requirements of the finished product specification. There was also no issue identified during the manufacturing process that could have caused or contributed to the complaint problem. A complaint history review, was performed for the product and event description, there have been similar instances reported in the past three years. The event did not occur during patient treatment or diagnosis. The device intended for use in treatment was returned for evaluation, and found to be within specification and could be applied as expected. We have not been able to establish a relationship between the reported complaint and the device. It has not been possible to establish the root cause of the issue. Possible root cause is incorrect storage of the device. Users of the IV 3000 are advised to consult the instructions for use, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device. It also provides details of the conditions in which the device should be stored. As there was no patient involvement in this case and therefore no harm reported, no clinical review or risk management reviews were necessary. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before treatment the dressing was stick to the lining, so the dressing could not be used. A competitor product was used instead. No patient harm reported. It is unknown the exact number of defective dressings.